Manufacturer narrative:
(B)(4). Results: the ruby coil was received tangled, kinked, and bent along its length. The pet lock was intact on the proximal end of the pusher assembly. The ruby coil pusher assembly was fractured. The proximal constraint sphere was not present inside the distal detachment tip (ddt). The embolization coil was detached and unraveled. Conclusions: evaluation of the returned device revealed a detached and unraveled embolization coil and a fractured pusher assembly. Due to the degree of which the embolization coil was unraveled, it is hypothesized that the stretch resistant (sr) wire had fractured during the case. Sr wire fracture can occur as a result of forceful manipulation of the embolization coil against resistance, and would allow the embolization coil to separate from the pusher assembly and unravel. Further evaluation revealed the pusher assembly was fractured. Fracture of the pusher assembly may allow the pull wire to retract out of the ddt, which would have allowed the proximal constraint sphere to deploy from the ddt after the sr wire had already fractured. Due to return damage, the root cause of this failure could not be determined. The pusher assembly kinks and fracture are likely incidental and may have occurred during packaging for return to penumbra facilities. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to deploy a ruby coil into the target vessel using another manufacturer¿s microcatheter, the ruby coil remained straight and did not take its intended shape. The physician then pulled the ruby coil back and attempted to implant it again; however, the ruby coil would not take its intended shape. Therefore, the physician decided to retract the ruby coil into the microcatheter; however, resistance was encountered and the ruby coil unintentionally detached in the microcatheter. The physician then removed the microcatheter with the detached coil inside. The procedure was completed using another microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.